Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, purple particles in the gel, red particles in the shell and missing shell (0-25%). A visual and microscopic analysis was performed which identified: striated broken, missing shell (0-25%) and missing orientation dot (75-100%). Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; missing shell and orientation dot due to inconclusive.

Event description:
Healthcare professional reported "bilateral rupture," "small bump," and "seroma". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "bilateral rupture," "small bump," and "seroma." Device remains implanted. This record is for the left side.